Manufacturer narrative:
The malfunction was observed during testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The customer declined repair. The device was returned labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.